Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wire separated off the cautery. Wire broke away and was able to be retrieved without opening the leg. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. A visual inspection was performed. There were no defects found on the heater wire. The heater wire remained attached at the base and the tip of the jaw without any deformities. The cold jaw was missing. It seemed that the cold jaw broke off / detached from the jaw subassembly. No other non-conformities were observed. The detached piece of the cold jaw was not returned. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure mode "bent wire" but was confirmed for the analyzed failure mode "break". According to the account manager, the jaw broke off inside the patient leg and was retrieved without any intervention. The finished goods paper work for the jaw subassembly were reviewed. The DHR record review the device subassembly conformed to all specifications and requirements prior to release. All the test results met the required specifications. There were no non-conformities observed in the jaw subassembly. The certificate of conformance were reviewed for the cold jaw. The vendor certifies that the device lot conforms to all the applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wire separated off the cautery. Wire broke away and was able to be retrieved without opening the leg. The hospital did not report any patient effects.